Event description:
It was reported that the atrial lead exhibited high capture and loss of sensing, x-ray showed the lead had dislodged. The lead was repositioned successfully. The patient's condition was - good - before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.